Event description:
Per the clinic, the patient experienced chronic pain near the implant site and was administered with steroid injection every 3 months (specific date not reported) for pain relief. The implanted device remains.